Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. Blood glucose level at the time of incident was 467 mg/dl. Troubleshooting was performed and the customer was able to prime without an alarm. The insulin pump will not be returned for analysis.